Event description:
It was reported by the customer that a pyxis medstation es system produced a burning plastic smell, unexpectedly displayed a black screen, and would not turn back on when the power switch turned off and back on. The customer stated that the issue happened after a nurse was pulling out the medication and the pockets didn't close, causing the drawer to lock and not open. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went down due to an acrid smell produced by drawer 4.1 on auxiliary 7 and the solenoid had seized up and was pulling voltage. A field service technician replaced the affected solenoid, pulse code modulation and the drawer's controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning plastic smell, unexpectedly displayed a black screen, and would not turn back on when the power switch turned off and back on. The customer stated that the issue happened after a nurse was pulling out the medication and the pockets didn't close, causing the drawer to lock and not open. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that seized solenoid in the smart hh drawer 4.1 on aux7 which was pulling voltage and caused an acrid smell. Further inspection confirmed that only solenoid, pcm, and controller board were damaged, with no further propagation of the issue. The affected components were replaced, and the system was fully tested to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.